Manufacturer narrative:
(B)(4): a lot history record review was completed for lots 25119805, 25119950 and 25120031 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. A visual inspection was conducted. Charred tissue and blood were observed around the heating element and at the base of the jaws. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.69 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. We were unable to reproduce any electrical failure during the investigation. Based on the returned condition of the device, and the results of the investigation the complaint was unable to be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was working intermittently. The harvester replaced the cords and the device continued working intermittently. A replacement device was opened and used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
December 28, 2015 09:45 am (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was working intermittently. The harvester replaced the cords and the device continued working intermittently. A replacement device was opened and used to complete the procedure. The hospital did not report any patient effects.